Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd facscanto¿ ii fluid under pressure sprayed out. The following information was provided by the initial reporter, translated from (B)(6) to english: water overflows from the side of the cart. When the power is turned off, water spouts out and water collects on the floor. Was the leak contained within the instrument?  No. Was the leak in a customer accessible location?  Yes. Was there spray of fluid under pressure? Yes. What was the fluid that leaked? Water. What is the source of leak -- waste line or non-waste line? Non-waste . Was the customer exposed to blood or bodily fluids? No. Was there any physical harm to the customer as a result of the leak? No.

Event description:
It was reported that during use with a bd facscanto¿ ii fluid under pressure sprayed out. The following information was provided by the initial reporter, translated from japanese to english: water overflows from the side of the cart. When the power is turned off, water spouts out and water collects on the floor. 1. Was the leak contained within the instrument?  No. 2. Was the leak in a customer accessible location?  Yes. 3. Was there spray of fluid under pressure? Yes. 4. What was the fluid that leaked? Water. 5. What is the source of leak -- waste line or non-waste line? Non-waste. 6. Was the customer exposed to blood or bodily fluids? No. 7. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leak or spray of fluid under pressure in the wet cart was due to a worn fitting (59-10090-05 - coupl ins hose barb pp orn) of the waste liquid sensor. The fse (field service engineer) confirmed the issue and replaced the bad part. The leak source was water, and non-biohazardous, which flowed through the non-waste line. This repair was performed under case #: (B)(4), work order #: (B)(4), but reference case #: (B)(4) will be closed per completion of case #: (B)(4). No return sample was requested for evaluation because the part is not returnable and was used from non-inventoried stock. After the repair, the instrument was tested and was performing normally. Pressure is present while the instrument is in operation, however the pressure is not severe enough to cause damage to anyone. Pumps are also used to help aspirate any waste. There are also vents and valves, including on the tank caps to control any back pressure. These hazards have been identified and the instrument has been designed to mitigate the risks. No user was harmed or injured from the heavy leak but users are cautioned to wear proper ppe (personal protective equipment), especially when emptying the waste container, as instructed in the user guide bd facscanto¿ ii flow cytometer instructions for use, #23-20269-00. After the repair, the instrument was rebooted, tested, and functioning as expected. The safety risk is low as there was no impact to customer health or safety. H3 other text : see h.10.